Manufacturer narrative:
D2a d2a

Event description:
It was reported that the customer passed away on (B)(6) 2025. Cause of death was due to diabetic ketoacidosis (dka) with a blood glucose (bg) level of 702 mg/dl. According to the healthcare provider (hcp), the pump indicated elevated continuous glucose monitor sensor readings starting on (B)(6); cause was not known. The hcp also reported that the customer performed an infusion set change and delivered correction boluses via the pump. An investigation performed by forensic medicine in sweden found no underlying cause for the dka, and no infection or poisoning was found. No additional information could be confirmed at the time of this report, as pump data is not available for review.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.